Event description:
A 55-year-old female patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2022. Upon review of the patient's medical records received by novocure on (B)(6) 2024, it was noted that the patient experienced skin "tearing" and scalp infections related to optune gio therapy during a neuro-oncology follow-up on (B)(6) 2024. The patient required frequent scalp care and adjustments to the transducer arrays, though they were tolerating the therapy well. The patient was utilizing unspecified topical ointments. During review of an additional medical record received by novocure on (B)(6) 2024, during a follow-up clinic visit on (B)(6) 2024, it was reported that the patient continued to experience scalp irritation and was prescribed doxycycline 100 mg twice daily, in addition to ongoing use of unspecified topical ointments. The physician noted significant improvement in the patient's skin condition, which allowed for increased duration of optune gio therapy. On (B)(6) 2024, during a follow-up visit it was confirmed that the patient's skin condition had further improved with the use of doxycycline. A subsequent follow-up appointment on (B)(6) 2024, indicated overall improvement in scalp irritation. The patient continued treatment with neomycin/polymyxin b/bacitracin ointment and doxycycline twice daily. The patient's caregiver reported on (B)(6) 2024, that the patient experienced a skin reaction resembling a burn, approximately the size of a half-dollar coin, that had occurred two weeks prior. Treatment included both oral and topical antibiotics, leading to improvement in the scalp condition. The therapy was temporarily discontinued for approximately two weeks. The prescribing physician was contacted for further information without reply.

Manufacturer narrative:
Novocure's medical opinion is that the contribution of the array placement to the skin infection and skin reaction cannot be ruled out. Skin infection is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm). Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).